Event description:
A customer biomed contacted spacelabs healthcare technical support to report that clinical staff alleged a failure to alarm that resulted in a patient death. The biomed stated that when he arrived in the unit, the device was audibly alarming, however believed that audio tones may have been too low to have been heard by the staff. The biomed adjusted the audio settings for the local xhibit central station (xcs) display and turned on audio for remote secondary displays. A review of retrospective patient data in clinical access and logs from the xcs confirmed that there were multiple alarms for the patient. The xcs logs also show that there had been no recent changes to any audio settings, with the exception of the audio change done by the biomed on (B)(6) 2026. At this time no device malfunction was observed with the xcs station and it was determined that the system alarmed appropriately.